Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that they couldn't get their stimulator turned on and the issue began last friday. Pt stated that they pushed the button on the top of the controller and the stimulator would turn on when it used to be off but now it didn't. Pt said that they didn't feel any of the tingling. Pt mentioned that they last charged their implant last thursday. Agent asked pt if they had any recent falls or trauma and patient stated that some time ago they had a fall and went to the emergency room about 3 months ago but it had worked since. During the call pt confirmed the recharger was connected to the controller. Pt unlocked the controller; controller showed no device found then implant went into passive recharge mode with numbers 79-81-86. Pt then confirmed the middle number increased to 95. Agent asked and pt mentioned that they last charged their implant last thursday. After a few minutes, controller showed 70% and implant 100% recharging with excellent quality. Agent instructed patient to stop the charge session. Patient was on group a with the stimulation on, pt increased stimulation and confirmed they don't feel the stimulation. Pt then switched groups to group b, pt increased the stimulation and pt confirmed they can feel the stimulation on their back on the right side and down their right leg. Agent reviewed with pt they can use group b b ut if they aren't getting relief they can switch to group c and if they aren't getting relief in any of the groups to follow up with their healthcare provider (hcp). The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned they get in jections in their back by their hcp.